Event description:
The customer reported that the display on their device was locking up. There was no confirmation as to whether or not the device was functional. There was no patient use associated with the reported failure.

Manufacturer narrative:
A third party service agent evaluated the device and was unable to verify the reported failure. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The device was not returned to physio-control for evaluation. The cause of the reported failure could not be determined.